Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Anspach stopped and started smoking. Case type: pka; delay: 5-10 minutes. Per (B)(6), the issue occurred during the case. A second anspach was used to complete the case.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor stopped and started smoking. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor stopped and started smoking failure of p/n: 110940, sn: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
Anspach stopped and started smoking. Case type: pka; delay: 5-10 minutes. Update: per (B)(6), the issue occurred during the case. A second anspach was used to complete the case.